Event description:
It was reported that an electrogram strip showed that the right ventricular (rv) lead had 9 second pauses with pacer spikes and no capture throughout. The output was raised and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addr01, serial# (B)(4), implanted: (B)(6) 2007. (B)(4).